Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Investigation summary: the product was returned for evaluation. Upon visual analysis of the returned product revealed that a needle-suture of product code sxpp1a406 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips and has a side of the fixation tab broken. It should be noted that a 100% inspection is performed via an automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and barbed suture was used. During the procedure, it was reported that the fixation feature had been found broken when it was opened for unknown surgery. Another like device was used to complete the surgery. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips and has a side of the fixation tab broken there were no patient consequences reported. No additional information was provided.